Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who stated his first healthcare professional (hcp) who did the trial, also attempted the permanent implant procedure. The patient stated the doctor could not get the lead placed in the spine properly during the procedure, so he was referred to a different hcp. The patient reported a paddle lead was ultimately implanted by the second doctor, who is their current managing hcp as well.

Event description:
The patient's weight was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer reported that the they tried to implant the patient's permanent leads, it failed and was turned over to another for a paddle lead. It was reported that the permanent lead implant failed. The healthcare professional (hcp) reported that they were unable to place the leads adequately and there was a poor stimulation problem. This issue was reported to be a patient anatomy issue. The lead was reported to be in good condition. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.